Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision will be performed as the patient is not happy with the results. It was stated there is no product complaint and the same bar design will be remade and implanted. Attempts have been made and no further information has been provided.

Event description:
Additional it was reported the patient had previously undergone pectus excavatum treatment with a pectus bar on an unknown date, "possibly in adolescence". The bar was removed as planned on an unknown date. At a later date, the defect returned; therefore the surgeon requested titanium pectus bars. There was no pectus bar implanted at the time of the operation, therefore no bar was removed during the implantation of the titanium pectus bar. There is no allegation against a biomet microfixation device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. It was reported there was no revision of a biomet microfixation device. Therefore, no further reports will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and inspections could be performed. No additional details were gathered as to what made the patient dissatisfied with the results. No confirmation was received as to if a revision had occurred. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) states, ¿while the device is intended to expand the chest wall cavity eliminating the features of the deformity, the degree of initial reshaping and permanent remodeling for each case cannot be predetermined." The possible adverse affects in the package insert lists, "inadequate or incomplete remodeling of the deformity or return of deformity, prior to or after removal of implant." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).